Event description:
It was reported that an elevated, out-of-range shock impedance measurement was noted from this right ventricular (rv) lead. The patient was evaluated in-clinic, where isometrics and maneuvers were unable to replicate the impedance trend. Diagnostic imaging was also taken, with no abnormalities observed. Regardless, technical services was contacted and confirmed that a lead revision should take place due to suspected lead impairment. A revision procedure was scheduled, but has not yet occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that an elevated, out-of-range shock impedance measurement was noted from this right ventricular (rv) lead. The patient was evaluated in-clinic, where isometrics and maneuvers were unable to replicate the impedance trend. Diagnostic imaging was also taken, with no abnormalities observed. Regardless, technical services was contacted and confirmed that a lead revision should take place due to suspected lead impairment. Recently, the physician surgically capped and abandoned this lead, and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. This lead remains implanted, but is capped and out-of-service.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).